Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that after a novasure endometrial ablation was completed the physician had difficulty removing the disposable device from the patient. The sheath was not allowing the array to be retracted back in and it appeared accordion-like. A surgical applications specialist assisted with troubleshooting steps over the phone and the physician was able to remove the device. No injury reported.